Manufacturer narrative:
(B)(4). The device and concomitant medical product have been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). An evaluation of the concomitant medical product was performed. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The iipv was not confirmed during concomitant medical product evaluation. The cause of the iipv was unexpected high ultrafiltration (uf) measurements due to near full restriction of the drain line.

Event description:
The patient contacted baxter's technical service center regarding the device still draining, which occurred on the homechoice during use during drain 2 of 6. The drain volume equaled 8796ml. The patient had pressed stop prior to calling. When the patient pressed go to continue to drain, the drain volume increased to 9598ml and the patient began to see blood in the patient line. The baxter technical service representative had the patient end therapy and advised the patient to contact their peritoneal dialysis nurse (pdn) regarding blood in the patient line and missed therapy. The patient was on oxygen all night while he slept. This complaint met increased intraperitoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the patient's pdn on (B)(6) 2011, regarding the reported event. The pdn stated the patient had not made her aware of the event. The pdn stated the patient has not reported any other symptoms or other drain volumes that meet iipv criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the patient was continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.